Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 04-sep-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The cartridge tip was found damaged in a way consistent with damage that occurred during shipping to the investigation site. The cartridge and cartridge tip also showed stress marks. A haptic was observed to be stuck in the cartridge/detached/overridden by the plunger rod. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected under magnification and no issues were identified. The haptic was removed and cleaned along with the lens. The lens presented torn and damaged. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" and "stuck in cartridge" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was explanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a faulty cartridge tip and the iol was stuck in the injector. The cartridge tip made contact with the patient's eye but no injury was caused. No further information was provided.